Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. What the fse was able to find is that the iabp unit ran on battery for an hour and a half, then for some reason the customer swapped batteries between wells 1 & 2 and that is when the power shut down. The fse was unable to find a reason why the customer did that. However, in the diagnostics of the power activity log, it was clearly evident that this was what occurred. The fse performed all functional and safety checks to meet factory specifications, and the iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name is (B)(6).

Event description:
It was reported that during transport of a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. The iabp was plugged in and it still said it was running on battery. No patient harm, serious injury or adverse event was reported.